Event description:
It was reported that there was a power on reset condition. The device was at end of life. Impedance readings were at <50 ohms. It was indicated that the pt had a fall. It also was indicated that the device was turning off. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR. Report # 3004209178201008083 regarding the second stimulator.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.